Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. It was reported that during the routine pump replacement procedure, they did a pre-implant prime of the new pump. When they were disconnecting the old pump piece of the catheter, the healthcare provider tore the catheter connector, so they had to open a revision kit. The revision kit was opened, and the physician was asked to aspirate the catheter before he connected. He could not aspirate, but he felt like the catheter was patent because the patient had not had any problems and he just felt like it was the way the patient was positioned. He then connected the new pump piece of catheter, but he didn¿t want to prime for the full 19 minutes. He waited until it dripped out for a while and then connected it. It was noted that he did cancel the bolus and the second prime that was done was with the new piece that was not connected to the existing one. He primed it for 10 minutes until it was dripping for like 5 minutes and then connected.

Manufacturer narrative:
Continuation of d10: product ID 8780; serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 22-may-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) via the company representative (rep) reporting that physician disposed of the torn catheter piece, so it would not be returned.